Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was foreign matter in the tube(s) biological and non-biological, no label or missing label information, air bubbles in the gel, and broken lid/cap. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes: air bubbles ×34, fm in gel x6, defective marking x8, spot on tube ×1, dirty tube ×2."

Manufacturer narrative:
Investigation: bd received fifty-five (55) samples and ten (10) photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure mode for 'gel bubble, foreign matter (fm), damaged tube, defective marking, embedded fm, and damaged shield' with the incident lot was observed. Bd was able to determine the root causes associated with the failure modes as: 1. The black fm in the tube is attributed to burnt silica. The white fm in the gel is attributed to inadequate mixing of material used in the gel manufacturing process. The root cause of the brown fm in the gel could not be determined. Inadequate purging of the line resulted in further processing of the tube. Additional housekeeping has been implemented in the tubes operation to mitigate foreign matter. 2. The scratched tube is attributed to an equipment jam prior to the tube evacuation process. There was incomplete purging of tubes affected by the jam. 3. The defective marking/printing on the tubes is attributed to a felt pad used for ink application dislodging from the labeling equipment. An incomplete line clearance did not cull all affected tubes. 4. Gel air bubbles is attributed to introduction of air and inadequate purging during gel drum changes. 5. The embedded fm in the tube occurred during the injection molding start-up process. There was an inadequate purging of the line. 6. The hemogard shield was damaged during an equipment jam on the manufacturing line. There was incomplete purging of the line, which allowed further processing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of 'gel bubble, foreign matter (fm), damaged tube, defective marking, embedded fm, and damaged shield' through CAPA#2201538 h3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was foreign matter in the tube(s) biological and non-biological, no label or missing label information, air bubbles in the gel, and broken lid/cap. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes: air bubbles ×34, fm in gel x6, defective marking x8, spot on tube ×1, dirty tube ×2.